Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: oasis-amics- an impella cp was inserted in a 61-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock in scai stage d. The patient had a known history of coronary artery disease, diabetes mellitus, and chronic renal insufficiency. Mechanical circulatory support was initiated to facilitate high-risk coronary intervention. The patient underwent treatment of the right coronary artery and posterior descending artery, including coronary angioplasty, percutaneous transluminal coronary angioplasty, stent placement, intravascular lithotripsy, and intravascular ultrasound guidance. Adverse event (ae) #1: renal failure ¿ impella cp it was reported that the patient experienced renal failure in association with the impella cp. Review of the available clinical information indicates the patient had pre-existing chronic kidney disease, with documented renal insufficiency prior to device implantation. Acute kidney injury in this setting occurred in the context of cardiogenic shock, reduced renal perfusion, contrast exposure during complex coronary intervention, and underlying comorbid conditions, including diabetes and chronic kidney disease. Based on the available information, the renal event is consistent with the patient¿s baseline renal dysfunction and critical illness rather than a malfunction of the impella cp. Adverse event (ae) #2: tachycardia ¿ guidewire it was reported that the patient experienced tachycardia related to the guidewire during the procedural course. This event occurred during coronary intervention and was managed according to standard clinical practice. Adverse event (ae) #3: resuscitation ¿ guidewire it was further reported that the patient required resuscitation in association with the guidewire. No persistent device malfunction or change in impella cp performance was documented in relation to this event. The patient¿s clinical course was notable for advanced cardiogenic shock, significant coronary artery disease, metabolic comorbidities, and chronic renal insufficiency requiring complex interventional management. The reported adverse events occurred in the setting of severe underlying disease and high-risk coronary intervention. The patient survived.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (renal failure): the cause of the injury was not determined due to insufficient clinical details.